Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1avr1-delsys / expiration date: 28-aug-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no /dev rtn to MFR? No / mfg date: 13-apr-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a pericardial effusion. A pericardial drain was carried out and the leadless ipg was attempted/not used and replaced with a transvenous implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.